Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes. The irritation was described as an open blisters. The patient's wife reported the patient has plague psoriasis. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient keep the sores clean with hydrogen peroxide and to use neosporin on the area. Follow up indicated the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes. The irritation was described as an open blisters. The patient's wife reported the patient has plague psoriasis. There was no alleged device malfunction contributing to the irritation. The patient's doctor suggested the patient keep the sores clean with hydrogen peroxide and to use neosporin on the area. Follow up indicated the irritation improved.